Event description:
It was reported that alert was triggered for an out of range shock impedance of 133 ohms. The current measurement was 82 ohms and all subsequent daily measurements were within range. Isometrics were performed and noise was not observed. A boston scientific technical services consultant recommended increasing the shock impedance alert to 150 ohms and continued monitoring. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.